Event description:
The initial reporter received questionable elecsys total psa (total psa) assay and free psa assay results from one patient sample tested on the cobas e 801 analytical unit. This medwatch is for the elecsys total psa (total psa) assay. Please refer to the medwatch with a1. Patient identifier pt-0076154 for the free psa assay. Total psa: the initial result from the analyzer was 0.282 ng/ml. The repeat result from a competitor analyzer was 2.183 ng/ml. The patient sample was diluted with increasing amounts of negative serum (the value was lower than the level of detection lod): the repeat result at 1:2 dilution was 0.143 ng/ml. The repeat result at 1:4 dilution was 0.0787 ng/ml. The repeat result at 1:8 dilution was 0.0418 ng/ml. Free psa: the initial result from the analyzer was 1.21ng/ml. The repeat result from a competitor analyzer was 1.403 ng/ml. The patient sample was diluted with increasing amounts of negative serum (the value was lower than the level of detection lod): the repeat result at 1:2 dilution was 0.588 ng/ml. The repeat result at 1:4 dilution was 0.311 ng/ml. The repeat result at 1:8 dilution was 0.156 ng/ml. The initial results were not reported outside the laboratory, as they did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the customer's elecsys total psa (total psa) and elecsys free psa assay results. The investigation tested the patient sample for interferents using dilution tests, heterophil antibody testing (hbt), spiking treatment, and rf ii tests. The dilution and spiking treatment tests detected the tpsa auto-antibody or tpsa isoform against total psa in the patient sample; no interferent was detected in the heterophil antibody testing (hbt) and rf ii tests. Elecsys total psa (total psa) product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. It is known that in rare cases, psa isoforms do exist that may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Elecsys free psa product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that an interferent and rare isoform had caused the event. The investigation did not identify a product problem.